Event description:
The complainant reported that automated impella controller (aic) had intermittent alarms of ¿placement signal not reliable¿ notification since device insertion. Aic soon after received yellow ¿controller error¿ alarm. Console was replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue (fast-toggling transient loss of optical data) was most likely a defective 4in1 board. This report is being filed as part of a retrospective review of historical records.